Event description:
It has been reported to the co that during the procedure the balloon of this device failed to deflate. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.